Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Pending completion. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: (B)(4) date of manufacture: nov 17, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that during an open reduction internal fixation (orif) procedure of the right femur on (B)(6) 2016, while the surgeon was applying tension to the third cable using the cable tensioner instrument, he noted that the instrument was not applying enough pressure to the cable for proper fixation. The surgeon chose another tensioner instrument that was available in the operating room to complete the surgery. Due to this event an additional 10 minutes was added to operating room time. The surgery was completed successfully and patient is reported in stable condition. This event was initially determined to be non-reportable. The devices were returned to the synthes manufacturer for investigation. Upon visual instrument inspection by quality engineer on november 7, 2016, it was noted that a fragment of cable implant was inside the tensioner instrument. The event was re-evaluated based on this finding and was determined to be reportable. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the cable tensioner (part number 391.201, lot number p308325) and unknown cable fragment (part/lot number unknown). The subject device was returned to the supplier ((B)(4) with the complaint condition stating the visual inspection confirmed a piece of cable caught in the chuck jaws of the tensioner. The device was sent to instrument assembly where the cable piece was removed. Following removal of the cable piece the inner assembly was inspected. Inspection results observed that the tensioner meets manufacturing specifications and functions as intended. The complaint condition (tensioner not applying enough force) was unable to be replicated by the supplier as the device was found to be within specification. As the complaint was unable to be replicated and no defects or deficiencies were identified with the returned part, no further investigation including a drawing review, root cause analysis, and risk assessment is necessary. The complaint is unconfirmed. No non-conformance records were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No root cause was identified as the complaint condition was unable to be confirmed by the supplier. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.